Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. The returned device indicated a grommet issue. The returned device indicated a damaged grommet. The returned device indicated foreign material on set screw. The returned device indicated a loose/detached set screw. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was presented to the hospital due to an audible alert from the implantable cardioverter defibrillator (ICD). The device was found to be at end of service (eos) and had triggered elective replacement indicator (eri) several months prior. Upon interrogation of the device, the right ventricular (rv) lead interrogated oversensing of noise with non-sustained ventricular tachycardia (nsvt) and sensing integrity counter (sic) episodes. The lead also interrogated highly variable and low lead impedance. During the device change out, the rv lead was revised; with isometrics and troubleshooting revealing no issues on the rv lead. The physician suspected a device header issue and grommet/setscrew problem. The device was removed and replaced. The rv lead was left in use; however, the lead warnings continued and the patient was brought back for a lead revision. The lead was capped and a new lead was implanted. No patient complications have been reported as a result of this event.